Event description:
The customer reported difficulty "with the connection of the heparin locks on the IV's to the IV fluid tubings." Although no specific pt events were reported and no details were provided, it was stated that on more than one occasion, the connections were initially secure, but loosened with time causing leaking of the fluid or medication being infused resulting in a drop in blood pressure. Although requested, no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported difficulty with the connection of the heparin locks on the IV's to the IV fluid tubings. The customer stated the sets would not be returned because none were saved.